Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. A possible insulation breach of the rv lead was suspected but not conclusively determined. At this time no intervention has been performed and the rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in two segments, separated approximately 20.8 cm from the terminal pin. A partially abrasion was noted in the insulation but no conductor coils were exposed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities or identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information provided from the field indicated the system continued to exhibit high out of range pacing impedance measurements. Poor morphology was also noted on the right ventricular (rv) lead. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.